Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the electronical component and component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. Abnormal image was due to the component failure of the electronical component and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an abnormal image. The issue was found during set up. There were no reports of patient harm.